Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak, also implanted in the pt pxl161407/lot#05706594. Pxa280300/lot#05733291 and pxa280300/lot#05646765.

Event description:
As reported, in 2008 this pt was implanted with gore excluder aaa endoprostheses. A proximal type I endoleak persisted after the trunk-ipsilateral leg component was implanted. Two aortic extender components were implanted to resolve the endoleak, however, this proved unsuccessful. All devices were implanted without difficulty. About 2 days later, the pt was converted to open repair and the devices were explanted due to a persistent type I endoleak. The pt is reported to be in stable condition.